Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had no power and water spilled .

Manufacturer narrative:
Updated fields: (investigation type, investigation findings, component codes & investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board. The fse also replaced printer interface pcb (0670-00-1168), and the thermal printer (0161-00-0024-04)as the device would not print when powered on . The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The iabp was returned to the customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-0767 rev. F, serial number (B)(6) . Part number 0670-00-0803 rev. C, serial number (B)(6). Part number 0161-00-0024-04 rev. A, serial number (B)(6) . These parts were received with a reported unit failure of a water spill/no power. The fat performed a visual inspection and observed white residue on the parts which is consistent with saline. Fat was able to verify the reported issue of the water spill. Due to the saline damage, fat will not install and test these parts due to the risk associated to the cardiosave test fixture. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
.Updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported that prior to use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had no power and water spilled. There was no patient involvement.